Event description:
During the implant procedure, the patient experienced excessive bleeding with the inspire tunneler. Physician made a third incision and used cautery to stop the bleeding. This resolved the issue.